Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had occlusion on the insulin pump. Customer's mother was unable to troubleshoot since her daughter had the insulin pump. Customer's mother does not want to return the set for analysis. Customer's mother was advised to call back when her daughter gets home to troubleshoot the pump. Customer called back and her last blood glucose level was 5.4 mmol/l. Customer's mother stated that her daughter was still getting blockages with no alarms on the pump. Customer's mother declined troubleshooting for high blood glucose levels and did not want to change the infusion set because her daughter's blood glucose level was stable at the moment. Customer called back again and the customer's blood glucose level was 15.0 mmol/l. Troubleshooting was performed, and the insulin pump programmed correctly. The insulin pump passed the prime and high pressure tests. No add'l info provided.